Manufacturer narrative:
Elevated complaint investigation has been initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported a false positive result for all targets on the alinity m resp-4-plex assay. Customer stated there were no error codes displayed for the alinity m run. Per the customer the sample was re-tested using another platform and the results were negative. A molecular application specialist (mas) analyzed the log files. It was stated that the sample was processed on (B)(6) 2021 and presented a false positive result for all targets. Customer reported that samples were re-tested in 2 different instruments and the results were negative for all tested targets. It was confirmed by the customer that the potential false positive result were not released to the patient but, the false positive results were questioned by a clinician. Customer confirmed that after the clinician questioned the results, the samples were re-tested. Per the customer, there was no impact to patient management. This incident is being reported to FDA because the incident occurred in the (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a quality data review, a customer data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the runs for the questioned samples were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the positive and negative controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 is performing outside of established design performance specifications. Several customer complaints have reported discrepant results with abnormal fluorescence/curves across multiple lots of alinity m resp-4-plex amp kit (list 09n79-090). In order to ensure there is no product deficiency for this product, a complaint search and frequency of occurrence calculation was completed to assess the performance of the product in the field. The frequency of discrepant results with abnormal fluorescence/curves for the alinity m resp-4-plex product is (B)(4). According to the alinity m resp-4-plex clinical performance protocol, which was used to validate user needs and product requirements: the negative percent agreement (npa) between alinity m resp-4-plex and the comparators assay shall be 95% or greater (frequency < 5%). The frequency of discrepant results is less than 5% therefore a product deficiency for alinity m resp-4-plex (list 09n79) could not be identified from this analysis. The customer's observation of abnormal curves was verified; however, the occurrences of these results continue to meet our design specifications. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 and its components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 513424. The lot specific complaint history review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 identified eight complaints related to the reported issue, which were all investigated together as part of this investigation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 was not identified.